Event description:
The customer stated that she was taken to the emergency room for high blood glucose. No blood glucose reading was reported. The customer stated that the dr felt the insulin pump should be replaced. The customer also stated that the insulin pump had a large crack on it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.